Event description:
A lumbar extension implanted for tis syndrome, broke postoperatively. An expansion was completed one month prior to breakage. Pt complained of pain and x-rays revealed broken implant. The device was removed and replaced.

Manufacturer narrative:
Investigation could not be completed. No conclusion could be drawn as no device was returned. Review of the mfg records has been requested.